Event description:
In the process of performing a configuration, an incorrect setting was applied to a historical upload interface for the cerner solutions listed above. Admit and discharge date/times were inadvertently updated for patients which results in active patients being incorrectly discharge in millennium. This led to orders being cancelled. To date, cerner has not rec'd any communication from the only impacted client of an adverse patient event due to the issue.

Manufacturer narrative:
Cerner has been in constant contact with the client site since the issue occurred. Cerner manually updated all current patients as of february 5, 2014. All historical patient info will be completed by cerner no later than march 7, 2014. Cerner corporation will provide a f/u report when the software modification is available.